Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) contacted the lay user/pt for follow-up questions. However, the pt was not inclined to provide any more information. The following complaint was classified based on information obtained from lfs customer service. On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultras meter and test strip is not responding when she applied the blood sample. The pt manages her diabetes with oral medication. The product issue began on (B)(6) 2010. The pt reportedly skipped her oral medication and did not develop any symptoms as a result of the product issue. However, the pt claimed she administered self treatment with glucose gel/glucose tablets on (B)(6) 2010 and (B)(6) 2010. No other devices were used at the time of concern. It would have been helpful to know the circumstances surrounding the pt's alleged treatment. According to the troubleshooting performed with customer service, the product issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she received medical intervention suggestive for hypoglycemia as a result of the product issue.